Event description:
It was reported to the aci sales professional that a patient underwent a diagnostic coronary catheterization procedure. The exact date is unknown. Post procedure, the physician who is trained to the use of the mynx, used the device to close the femoral artery. There were no reported complications during the procedure or closure. It was reported that hemostasis was successfully achieved with the mynx. The patient was ambulated and discharged to home with no reported clinical sequela. The following day, the patient presented back to the hospital with bleeding at the access site. The physician applied more than 30 minutes of manual compression which successfully resolved the bleed. It was also reported that an ultrasound was performed which ruled out pseudoaneurysm (psa). The patient was sent home the same day without clinical sequela.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.